Event description:
It was reported that the ilet charger was not charging the device despite troubleshooting that included removing the case or clip, verifying correct placement on the charger, and trying a different outlet, after which a replacement charger was ordered. Symptoms included no patient symptoms. Outcomes included no impact to health. Investigation included customer troubleshooting and education. Investigation of this case revealed a suspected charger malfunction consistent with a power supply or charging component issue. It was concluded, based on previously established findings for similar reports, that the cause was an equipment malfunction of the external charging accessory.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.